Event description:
It was reported that during a percutaneous coronary intervention the stent moved on balloon. The 80% stenosed lesion was located in the uncalcified, moderately tortuous left anterior descending artery. The physician advanced the 4.00x20.00mm liberte bare stent delivery system to the target lesion, however is was noted that stent had moved on to the distal portion of the delivery system. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the stent moved on balloon. The 80% stenosed lesion was located in the uncalcified, moderately tortuous left anterior descending artery. The physician advanced the 4.00x20.00mm liberte bare stent delivery system to the target lesion, however is was noted that stent had moved on to the distal portion of the delivery system. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the paitient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the crimped stent was positioned distally on the balloon. As a result the proximal edge of the stent was located 7mm distal to the distal edge of the proximal markerband. An examination of the stent found that the distal end of the stent was slightly compressed. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).